Manufacturer narrative:
Event date was reported to be (B)(6) 2017. The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue of "pump isn¿t recognizing that the clamp is inside" was reproduced as the device did not recognize when the door was opened. The device was determined to not meet all product specifications related to the reported event. The cause was determined to be that the upper hook switch had failed. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump isn't recognizing that the clamp is inside on the spectrum pump.. There was no patient involvement. No additional information is available.